Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from the (B)(6) of sterile peritonitis in a (B)(6) year old female patient coincident with dianeal pd4 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd4 unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for apd (ambulatory peritoneal dialysis). On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent. The nurse reported that the patient "presented fit and well". The severity for the event of sterile peritonitis was considered as moderate. The patient did not require hospitalization. Beginning (B)(6) 2011, the patient received vancomycin 2 grams, as per protocol, ip (frequency not reported), which continued until (B)(6) 2011 and ciprofloxacin 500mg bd orally, as per protocol which continued until (B)(6) 2011. The nurse reported that after antibiotic treatment with patient was not unwell, and attended the unit every 3 days for follow-up?. On an unreported date, the patient recovered from the event of sterile peritonitis. Action taken with dianeal pd4 unknown bag therapy was reported as 'not discontinued". The nurse did not provide an opinion of causality for the event of sterile peritonitis and the relationship with dianeal pd4 unknown bag therapy.